Event description:
Hairline fracture of purple hub with resultant leak at the time of placement. Required replacement with another proline catheter set. Diagnosis or reason for use: central venous access.